Manufacturer narrative:
(B)(4).

Event description:
It was reported "dialator damaged after insertion". The dialtor was removed. The iab was not removed. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned original packaging box. The lot number (18f23e0015) reported on the complaint report matches the lot number on the returned original packaging box. The returned device is suspected to be from the semi-finished insertion kit included for the reported lot. Returned for investigation were 2 (two) 8fr dilators from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was returned in the cardboard box and was loosely packed within the original packaging box. Returned with the sample were semi-finished kit components including original packaging tray, a total of 3 (three) packaging retention sleeves, 40cc inflation driveline tubing, short arterial pressure tubing, 60cc luer slip syringe and semi-finished insertion kit components including two 0.025in guidewire, an 8fr teflon sheath and a pre-dilator. The original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely. This packaging sticker is not to be removed. The iabc was not returned with the sample. Upon visual inspection of the dilator # 1, the tip was noted damaged/split; the appearance of the dilator tip is an inconsistent diameter with damage to the material at the tip opening. The dilator hub appeared typical. Dried blood was noted on the sample. No other damage or abnormalities were noted. The hub and tip of the dilator # 2, pre-dilator and 8fr teflon sheath appeared typical with no damage or abnormalities noted. Dried blood was noted on the exterior surfaces. Since the original packaging tray was noted with damage to the "arrow" packaging sticker and returned packaging retention sleeve provides enough evidence that the iabc was not prepped correctly per the instructions for use (IFU). As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use states: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The returned 8fr dilators, pre dilator and teflon sheath was aspirated and flushed successfully. Some dried blood exited from both 8fr dilators. No abnormalities or debris were noted from the pre dilator or the 8fr teflon sheath. A device history record review was performed, and no relevant findings were identified. The reported complaint that the "dilator damaged" is confirmed. During the investigation, the dilator was noted damaged/split at the tip. The appearance of the dilator tip is an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undetermined. Unrelated to the reported complaint, the damaged original packaging tray and returned packaging retention sleeves provides enough evidence that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "dialator damaged after insertion". The dialtor was removed. The iab was not removed. No patient injury or consequence reported. The patient's current condition is reported as "fine".